Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened escape button dome switch. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the act button was sticking. The customer's blood glucose was 32 mg/dl at the time of incident. The customer's blood glucose was 102 mg/dl at the time of call. The customer stated that the drive support cap appeared normal. The customer declined to troubleshoot. The insulin pump will be returned for analysis.